Event description:
During follow-up, decreased sensing was observed on the right ventricular (rv) lead. The issue was resolved by explanting the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of decreased sensing was not confirmed. As received, a partial lead, distal end, was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Procedural damage was noted to the lead body.